Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not completely deploy. The doctor pulled out the delivery tube too early before the seal was deployed. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the loader device was outside of the delivery device. The plunger had been depressed and no blood contamination was observed. The seal subassembly remained behind inside the loader device. Based upon these findings, the reported failure was not confirmed. As a secondary observation, this is a case of "seal failed to load properly". (B) (4).